Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the act button was not functioning for some time on the insulin pump. Customer stated that the pump was not dropped, bumped, or exposed to moisture. Customer had a software release detected alarm some time ago. Customer was advised to revert to a back-up plan immediately.